Event description:
The pt's wife reported the pt was hospitalized on (B)(6). He experienced elevated blood glucose of up to 20 mmol/l (360 mg/dl) despite bolusing through the infusion device. His normal blood glucose range is 8-10 mmol/l (144-180 mg/dl). No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.